Event description:
It was reported that in the afternoon one day post implant, a pacing failure occurred. The lead was found to have dislodged. Fluoroscopy and x-ray confirmed that the helix was completely retracted. At implant, it was confirmed that the helix was completely extended and placed.